Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jan2021.

Event description:
The customer reported the screen locked up and could not power the unit down unless the battery and ac were unplugged. There was no patient involvement. The customer advised there was multiple error codes in the event logs including blower stall, blower speed error, power failures, and alarm failure. The fse replaced the power management board and the issue was resolved.